Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the guide wire; however the kink and shaft separation appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received clarifying that the term "fractured" that was used by the account when they reported the event meant that the shaft was kinked. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified left anterior descending coronary artery. A 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for post dilatation. The bdc was advanced with no resistance to the lesion, but following post dilatation the bdc met resistance with the unspecified guide wire and would barely move. Therefore, the bdc and guide wire were removed from the anatomy as one unit. Upon removal from the anatomy the distal shaft of the bdc appeared to be fractured and when they touched it the shaft separated into two pieces. No replacement bdc was needed to complete post dilatation as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.